Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information to original event description: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated psuedtumor, adverse tissue reaction, and corrosion between the head/stem.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis and metal wear. All impacted products were added already. Added revision hospital, law firm, surgeon and lawyer in the associated contact, patient harms.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update etq complaint number (B)(4). Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4).. Reason for original complaint ¿ patient was revised to address pain. Tissue around the hip was described as necrotic and white in color. **update** 8/22/2011 - litigation papers received. There is no new information that would change the outcome of the investigation. Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, adverse tissue reaction, and corrosion between the head/stem. The MDR decision for the stem is being changed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:1/23/2015. Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, implant record and sticker sheets. In addition to what were previously alleged, ppf alleges metallosis and metal wear. All impacted products were added already. Added revision hospital, law firm, surgeon and lawyer in the associated contact, patient harms. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (right hip). (B)(4)- right hip 1st revision. (B)(4)- right hip 2nd revision.

Event description:
Pt was revised to address pain. Tissue around the hip was described as necrotic and white in color.